Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, after implanting the lens in the patient's eye, the surgeon found a straight line from left to right across the lens. Hence the lens was removed and replaced with another lens in the same procedure. There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Intraocular lens (iol) returned in the iol case. Solution is dried on both surfaces of the optic and one haptic. One haptic is broken/torn and not returned, the other haptic is intact. The optic has a linear scratch/mark-rejectable, there is also a piece of foreign material adhered. Other viscosurgical device (ovd) name was asked but not provided. No determination can be made what type of ovd is meant by the reported "cell coat". We are unable to determine the root cause for the reported complaint "straight line across lens". The returned iol shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. No determination can be made if qualified ovd has been used. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).